Manufacturer narrative:
The reported event was confirmed through visual inspection and during testing. Based on the observed visual signs, it is a handling issue.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.